Event description:
The neurostimulator (ins) was very loose in the pocket; moving one inch in either direction. The patient bumped the ins during the healing process and that may have broken some stitches. Additional information has been requested.

Manufacturer narrative:
(B)(4).